Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the evaluation.

Event description:
Name of procedure being performed: laparoscopic cholecystectom. Detailed description of event: the device failure occured during the point in the case where the specimen was going to be retrieved. I was not present during the case, so the following is what I was told anecdotally from the surgeon and operating room director. The surgeon believed the bag was not opening properly, nor closing properly. Despite this, the surgeon proceeded to contain the specimen in the bag, but it didn't close fully. At this point, the surgeon attempted to remove the applicator, but the bag was caught on the metal deployment system within the applicator and the bag was ripped open. The surgeon was concerned that some metal was "shaved" off of the device, but he did not say he had to retrieve the metal scraps, if any. The only other products involved were the applied trocars that the bag was being inserted through. Additional information received via email from account manager on friday, 31may2019: "sorry for the confusion with the original submission, as this is my cer. I was able to go back to the account this morning and get some clarification. You are correct, I believed the faulty device to be a cd001, but it was in fact a cd003. Additionally, please disregard the second lot number, as only the first one had a malfunction. The procedure was completed by opening a second bag, then containing the faulty bag and specimen in the secondary retrieval bag. The bag film broke on the applicator. Yes, the specimen was in the bag when it broke. It remained contained and they retrieved it with another bag. No, the bag did not fragment. It broke during the point of cinching it down. Sadly, the operating room director who has been providing me with the information does not know the answers to your remaining questions, but if you have any other questions please feel free to reach out to me and I will do my best to answer them." Type of intervention the procedure was completed by opening a second bag, then containing the faulty bag and specimen in the secondary retrieval bag. Patient status: no patient injury.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: the device failure occured during the point in the case where the specimen was going to be retrieved. I was not present during the case, so the following is what I was told anecdotally from the surgeon and operating room director. The surgeon believed the bag was not opening properly, nor closing properly. Despite this, the surgeon proceeded to contain the specimen in the bag, but it didn't close fully. At this point, the surgeon attempted to remove the applicator, but the bag was caught on the metal deployment system within the applicator and the bag was ripped open. The surgeon was concerned that some metal was "shaved" off of the device, but he did not say he had to retrieve the metal scraps, if any. The only other products involved were the applied trocars that the bag was being inserted through. Additional information received via email from account manager on friday, 31may2019: "sorry for the confusion with the original submission, as this is my cer. I was able to go back to the account this morning and get some clarification. You are correct, I believed the faulty device to be a cd001, but it was in fact a cd003. Additionally, please disregard the second lot number, as only the first one had a malfunction. The procedure was completed by opening a second bag, thencontaining the faulty bag and specimen in the secondary retrieval bag. The bag film broke on the applicator. Yes, the specimen was in the bag when it broke. It remained contained and they retrieved it with another bag. No, the bag did not fragment. It broke during the point of cinching it down. Sadly, the operating room director who has been providing me with the information does not know the answers to your remaining questions, but if you have any other questions please feel free to reach out to me and I will do my best to answer them." Type of intervention the procedure was completed by opening a second bag, then containing the faulty bag and specimen in the secondary retrieval bag. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the event unit confirmed the reported event of the bag being punctured. Based on the condition of the returned unit and the event description, it is likely that the guide bead of the tissue bag jammed on the edge of the tissue bag, which prevented the device from retracting. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.